Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline would not fully open proximally. Failed attempts to open the pipeline proximally were made with an x-pedion, transcend, and synchro guidewire. The physician also attempted to open the proximal segment of the pipeline by manipulating a 4mm snare, but without success. A balloon was prepped to angioplasty the pipeline (an option presented in the instructions for use); however, it was never introduced into the patient. No other injuries were reported with the patient; however, the pipeline remains in the patient and a follow-up procedure may be scheduled.

Manufacturer narrative:
Received additional information on nov 14 2013 stating that the patient is doing fine.(B)(4).